Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had ac power failure. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station was found unresponsive. The field service engineer (fse) reseated all calm sled cables, powered up the gas station, and cleaned debris from drawers. Medications were found on roll board connections. The fse logged into the hca application, tested all drawers, released cubies, and verified lid functionality. Tests were repeated to confirm stable power. Login, inventory, and main tower functions were confirmed with the customer. The fse also checked drawer slides, inspected electronics connections under the top cover, and removed dust. The system functioned as intended after the field service engineer repaired the device.